Event description:
On (B)(6) 2013: celsite st301f implanted in patient via right sub-clavian vein. (B)(6) 2013: patient was admitted to the clinic due to malfunction of the access port and impossibility to receive treatment (3rd treatment). During the attempts to unblock the port, it was noticed that all the saline solution flowed through the subcutaneous tissue. A routine chest x-ray was performed which showed that the catheter was no longer inside the svc. Then a CT scan was performed which showed that the proximal part of the catheter was inside the right atrium and the other extremity inside the right renal vein. Cardiac surgery department and interventional cardiology department were consulted and they decided that the best action would be the extraction of catheter, through catheterization of the femoral vein. During the hospitalization, the patient was asymptomatic (no cardiac rhythm abnormalities, no ECG modification).

Manufacturer narrative:
Batch review: we have checked the manufacturing file of this lot of celsite access ports, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of access ports, sold since (B)(4). Investigation results: the device was not returned for evaluation. The x-ray pictures post implantation were not sent for analysis. The scan pictures, taken just after the incident's discovery, show catheter migration to the heart but are inconclusive in term of root cause of the incident. Conclusion: without the device or the x-rays pictures showing the access port just after implantation, it is impossible to determine the root cause of the incident. However, considering that the treatment was impossible to administer, that unblocking manoeuvres were attempted, we can submit two hypotheses: these manoeuvres may have cause the catheter migration. The IFU's specify "in case of obstruction of the system never try to clear the blockage using a fluid under high pressure which carries the risk of catheter fracture and migration." The catheter was ruptured due to pinch off syndrome. It is worth noting that the celsite st301f port, reference 4430433 is not cleared in the u.s., but this device is similar to the reference (B)(4) (k130576).